Manufacturer narrative:
Edwards received an article related to this case. "Innovative stent reshaping with dual balloon ovalization and circular reformation for optimized valve-in-valve implantation", by david t. Balzer md e.t. Al. Published in jacc: case reports, https:// doi.org/10.1016/ j.jaccas. 2025.105346.

Event description:
Edwards received notification through the alterra clinical trial. A patient underwent implant of an alterra prestent and 29mm sapien 3 valve. Approximately 6 years and 10 months post s3 implant, the patient underwent a valve-in- valve procedure with a 29mm sapien 3 ultra resilia valve. As reported, CT report at 5 year visit showed that the thv leaflets demonstrated degenerative thickening and calcification with associated restriction. Additionally, the CT report at 5 year visit 1 showed the stent apex of the alterra penetrating into left superior pulmonary vein; 1 stent apex in close proximity to left superior pulmonary vein. 4 apices penetrating at inflow, 6 apices penetrating at outflow. The prestent penetration degree: inflow (1a), outflow (2). A type 1 outflow fracture was also visualized. CT heart morphology showed that the alterra stent struts extend beyond the wall of the main pulmonary artery at 3 locations into the adjacent mediastinal fat. The struts abut the anterior wall of the left superior pulmonary vein but do not extend into the vein. There was mild thickening and calcification of the pulmonic leaflets resulting in mild narrowing at the level of the valve. The pulmonary arteries are widely patent without focal narrowing. The right ventricle is hypertrophied and mildly dilated. Per the medical records, the 6 year follow up echo report, the sapien valve leaflets appeared thickened with limited mobility with moderate stenosis, peak gradient 59mmhg, mean gradient 37mmhg, moderate sapien valve insufficiency. The physician stated that, ''clearly has significant dysfunction of his sapien valve which is likely secondary to some initial thrombus deposition on the valve'' and ''given the patient's history of thrombosis with his first valve that we would plan to do eliquis or an additional anticoagulant for several months after placing the new valve.'' Follow-up in about 6 months for repeat evaluation with echocardiogram and likely plan for cath and valve replacement.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Use of the sapien transcatheter heart valves (all models) is contraindicated in patients who cannot tolerate an anticoagulation/antiplatelet regimen. In addition, it warns that valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intra-procedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at >250 seconds) during the procedure in order to prevent thrombosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient related factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. This is one of two manufacturer reports submitted for this case.